Event description:
It was reported on medwatch mw5031232 that a, "holmium laser was being used to break the bladder stone but the fiber broke and the laser beam burned the inside of the scope. Equipment rented from uhs surgical services." The name of the user facility was not reported. Lumenis was made aware of the event report during a periodic search review of the FDA maude website for reports associating lumenis as the manufacturer. No report of patient harm was received.

Manufacturer narrative:
Lumenis investigated the reported event contacting the rental company named in the subject medwatch. The rental company representative stated that after a nation-wide search of their rental database they were unable to confirm an event had occurred with a lumenis laser on the event date reported in the medwatch. Therefore, no information regarding the identification of the lumenis laser was available. Additionally, lumenis was made aware that the subject laser fiber delivery device used in the procedure was not a lumenis product. The laser fiber delivery device, lp-753, is a product of laser peripherals, llc. (B)(6).